Event description:
Due to a too-ventricular placement, two 23 mm sapien valves were implanted during a transaortic tavr procedure. Following bav, the sapien valve was deployed with a final position ¿slightly low in the left ventricular outflow tract¿ (lvot). No change in the mild to moderate mitral valve insufficiency was noted; however, there was concern that less than adequate purchase at the aortic annulus may affect the stability of the valve. A second valve was prepped and deployed slightly more distally in proper position. No significant pvl or aortic valve insufficiency was noted. The remainder of the procedure continued without complication. Following the procedure, the patient was transferred to ICU in stable condition.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural details were limited to the operative note and no specific cause for the ventricular deployment was evident upon review. It is unknown what procedural factors may have contributed to the malposition identified in the records. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.